Event description:
It was reported that the implantable neurostimulator (ins) was turning off which began in (B)(6) 2011. Both stimulators were turning off, but not simultaneously. Troubleshooting was performed. No diagnostics were taken. Adjustments were made and the patient had good results. The patient was seen at a follow-up appointment and there were no further reported episodes of the device turning off. The patient was doing well. Reference MFR report # 3004209178-2012-04720 for related concomitant device event.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulators (ins) were replaced because they were intermittently turning off.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6), product type extension, product ID 7438, serial# (B)(4), product type programmer, patient product ID 7438, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v502832, implanted: 2010 (B)(6), product type lead, product ID 7426, serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator.